Event description:
The account stated that the architect c8000 analyzer has generated low calcium (ca) results on 2 patient samples. On patient #1, the initial ca result was 2.4 mg/dl and the sample was retested on the other analyzer and the result was 9.8 mg/dl (within the normal range). The qc was within range. The account stated this sample also had a low glucose of 37. The account ran 5 replicates of the sample and the ca results were 9.8, 9.7,9.7, 9.7 and 9.7 mg/dl. Field service was requested. The account reported results from the other analyzer. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). Architect c8000 serial number (B)(4) generated two inconsistent calcium patient results on (B)(6) 2008. The two samples generated original calcium results of 2.4 and 5.6 mg/dl. The two patient samples were rerun on another architect in the laboratory and the rerun results were 9.8 and 8.5 mg/dl. The inconsistent low calcium patient results were not reported outside of the lab, and patient management was not impacted by the inconsistent results. The customer ran controls in the morning, and the control results were within expected ranges. The customer verified the c8000 maintenance was up to date. Service for the c8000 was scheduled. The fsr found the c8000 sample probe was out of alignment. The fsr adjusted and calibrated the sample probe to resolve the issue. The fsr verified the instrument was meeting specifications after the sample probe was adjusted. The architect system operations manual was found to have adequate information on the probable causes and corrective actions for troubleshooting inconsistent results. These probable causes include sample probe out of alignment. Corrective actions for erratic photometric results include performing the sample pipettor calibration procedure. The architect system operations manual (B)(4) section 10, troubleshooting and diagnostics, observed problems, depressed concentration - photometric results single assay lists multiple probable causes and corrective actions for elevated results. The probable causes include hardware failure. The corrective actions include recalibrating contacting area customer support to resolve any hardware failure. The manual section 10, troubleshooting and diagnostics, observed problems, erratic results, poor precision - photometric results lists multiple probable causes and corrective actions for erratic results. These probable causes include sample probe out of alignment. Corrective actions for erratic photometric results include performing the sample pipettor calibration procedure. A service history review in complaint analysis trending system search found no additional incidents of architect c8000 serial number (B)(4) generating erratic results. There have been no issues and nothing has been documented since the misaligned sample probe was adjusted and calibrated by the fsr. A review of the corrective/preventive action (CAPA) and business metrics for the architect c8000 analyzer did not identify any adverse trends due to inconsistent calcium results generation or erratic result generation due to misaligned sample probes. The current rate for architect c8000 erratic occurrences/ million tests and complaints/ million tests are below the internal rate documented at launch for the architect c8000. Based on the available information and the investigation, no deficiency was identified for the architect c8000 processing module list no. 01g08-01 related to the issue under investigation. This is the final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.